Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump experienced intermittent power issues and that the battery compartment and battery cap threads were stripped. The reporter indicated inability to tighten the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2016 with the following findings: unexplained power reboots were noted in the black box from the date of the alleged issue occurrence. The pump intermittently powered on with the returned battery cap. The battery cap threads were damaged and the battery cap was unable to tighten. A test battery cap was used for all testing. The pump powered on with a test battery cap but the test battery cap was unable to fully tighten. The battery compartment was cracked and the battery compartment threads were damaged. The pump was exercised with a test battery cap for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the pump powered on to a dim and discolored display. The pump case was cracked. The audio bolus button cover was torn; however, the bolus button was responsive. (B)(4).